Event description:
A report was rec'd that the pt had an infection at the ipg site. The physician reported that the ipg incision was not healing properly. The pt had recently discontinued the use of antibiotics per the physician's instructions.